Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system server preadmission visit was not showing as admitted after admission. A technical support specialist instructed the customer to work with the adt team and requested that they send an a01 hl7 admit message to update the patient status from preadmit to admit. Furthermore, the specialist reviewed the most recent messages sent by adt at the customer¿s request and confirmed that no admit message was included, only a preadmit adt message. The specialist advised the customer to verify with the adt/interface team whether the admit message was sent and, if not, to have it resent to ensure the patient status updates correctly from preadmit to admit. No additional information was available from the customer. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server preadmission visit was not showing as admitted after admission. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.